Manufacturer narrative:
On 27-sept-2016 an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting and talked the customer through the cleaning procedure for the cup holder assembly. The fse followed up with the customer who reported the instrument fix was successful. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a dropped cup. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported a 4153 (c trans z home overrun) error with the aia-900 analyzer. The customer is unable to run fsh, e2 and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, e2 and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.